Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/13/2024, an FDA medwatch notification was received via email. A facility representative reported that the scorpion needle tip from an ar-4550p meniscal root repair with peek swivelock implant system broke off when the scorpion was deployed. The fragments were not retrieved. The surgeon determined the risk outweighed the benefits. This was discovered during a procedure in (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.